Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Death is a known potential complication that may be associated with use of this product and in all patients with heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) - controller / catalog number 1403us / expiration date: 02/28/2017. UDI #: unknown. Device available for evaluation?: no. Device evaluated by MFR?: no, not returned to manufacturer. Device manufacture date: unknown labeled for single use?: no (B)(4). (B)(4) - controller / catalog number 1403us / expiration date: 02/28/2017. UDI #: unknown. Device available for evaluation?: no. Device evaluated by MFR?: no, not returned to manufacturer. Device manufacture date: unknown. Labeled for single use?: no. (B)(4). Product not returned.

Event description:
A report was received that a patient had multiple controller alarms and passed away while at home. The site reported that the patient's wife exchanged his primary controller. A preliminary review of the patient's log files for his primary controller revealed the presence of a low flow alarm and vad stopped alarm and a subsequent low flow alarm and multiple vad stop alarms; with low flow alarms recorded for the secondary controller on the reported date. The cause of death was reported to be right heart failure. An autopsy was performed but the results were not provided. The site reported that it is planning to return the two controllers and the pump to the manufacturer for evaluation. The site indicated that the patient had been decompensating and did not believe that the event was related to the devices.

Manufacturer narrative:
Correction:heartware® ventricular assist system- controller 1.0 (B)(4), UDI #: (B)(4), returned on 2017-05-08, MFR date: 2016-02-28. (B)(4). Heartware® ventricular assist system- controller 1.0 (B)(4)/UDI #: (B)(4), MFR date: 2016-02-28. (B)(4). Product event summary #(B)(4)was not returned for evaluation, (B)(4) were returned for evaluation. Review of the manufacturing documentation of (B)(4) confirmed that the associated device met all requirements for release. The reported event of "multiple controller alarms" was confirmed via log file analysis which revealed multiple low flow alarms logged on (B)(6) 2017. Five vad disconnect alarmshave been logged on (B)(4) on (B)(6) 2017 likely due to physical disconnection of the driveine from the controller. Power consumption was within normal operating range. Failure analysis of the returned controller (B)(4) revealed that the device passed visual inspection and functional testing. Failure analysis of (B)(4) revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Pathological evaluation did not reveal evidence of thrombus within the pump; however, the adherent material noted on the sewing ring adjacent to the inflow surface is grossly and histologically consistent with mural thrombosis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, low flow alarms may be attributed to multiple factors including but not limited to thrombus at inflow cannula/outflow graft, outflow graft kink, and/or poor vad filling (right ventricular failure, hypovolemia, tamponade, arrhythmias, inflow cannula obstruction, etc...). Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.